Event description:
Customer initially reported low suction on their breast pump. They advised that when using the pump they felt pain and discomfort. They consulted with a lactation consultant who prescribed them a medicated cream 'because of the pain caused to breasts'.